Event description:
Pt underwent fusion of l4-s1 with cd instrumentation on 11/6/91. On 10/22/92 patient underwent revision surgery - decompression of s1 and s2. Revision of instrumentation - s1 screw had loosened. On 12/22/95 cd instrumentation was removed and replaced with tsrh instrumentation.